Manufacturer narrative:
Unit received with critical pump error and pump error 35 due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch. Unit received with cracked case (battery tube).

Event description:
Customer reported via phone call that the insulin pump was damaged. Customer blood glucose level was unknown at time of incident. Customer also stated that the back of the insulin pump on the battery side as cracked. The device will be returned for analysis.